Event description:
According to the publication, surgical glue-induced left main trunk stenosis removed by directional coronary atherectomy: a 55-year-old man underwent aortic repair for acute aortic dissection. The pseudolumen of the valsalva sinus was reapproximated with bioglue by placing a sponge inside of it to prevent the bioglue from entering. Postoperative contrast-enhanced computed tomography showed stenosis of the left main trunk. Directional coronary atherectomy was performed; complete release of the stenosis was achieved. Various fragments retrieved from the left main trunk were pathologically consistent with bioglue. When we reapproximated the dissected aortic wall, inserting a sponge into the aorta did not prevent the surgical glue from entering. Directional coronary atherectomy was a good therapeutic option to treat glue-induced coronary artery stenosis.

Event description:
According to the publication, surgical glue-induced left main trunk stenosis removed by directional coronary atherectomy: a (B)(6) man underwent aortic repair for acute aortic dissection. The pseudolumen of the valsalva sinus was reapproximated with bioglue by placing a sponge inside of it to prevent the bioglue from entering. Postoperative contrast-enhanced computed tomography showed stenosis of the left main trunk. Directional coronary atherectomy was performed; complete release of the stenosis was achieved. Various fragments retrieved from the left main trunk were pathologically consistent with bioglue. When we reapproximated the dissected aortic wall, inserting a sponge into the aorta did not prevent the surgical glue from entering. Directional coronary atherectomy was a good therapeutic option to treat glue-induced coronary artery stenosis.